Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain secondary to severe tricompartmental osteoarthritis. The patella was resurfaced and unknown cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee attune revision to treat pain and arthrofibrosis secondary severe plastic induced synovitis of the knee. Upon entering the joint, the surgeon excised arthrosis and extensive synovitis. The tibial tray was grossly loose at the cement to implant interface and removed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a competitor construct. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2016, right knee.